Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01111 and 3005099803-2012-01112 address these devices. It was reported to boston scientific corporation that two optiflo hemostasis catheter devices were being used to tattoo a lesion within the patient's colon. According to the complainant, while testing the first optiflo device outside the patient, the needle failed to retract into the catheter. The device was removed from service, and then a second optiflo device (mr # 3005099803-2012-01112) was used to complete the tattooing procedure. However, dye reportedly leaked from the lesion as it was being injected. Additionally, at the conclusion of the procedure, the needle failed to retract back into the catheter. No scope damage was observed and no damage was noted to either optiflo hemostasis catheter. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.